Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, hematoma, hemorrhage, or blood loss at access site, hematoma, hemorrhage, or blood loss, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2021, the patient underwent a thrombectomy procedure in the right popliteal vein, common femoral vein, and external and common iliac veins using a penumbra engine (engine), an indigo system cat12 aspiration catheter (cat12) with lightning aspiration tubing (lightning), an indigo system separator 12 (sep12), non-penumbra catheters, and a non-penumbra stent with an excessive blood loss (ebl) of 500 ml. Post procedure, on (B)(6) 2021, the physician performed another thrombectomy procedure on the patient for re-thrombosis which resulted with ebl of 550 ml. On (B)(6) 2021, patient received two units packed red blood cells. It was reported that the patient¿s hgb decreased to 6.6 g/dl. On (B)(6) 2021, patient was discharged home in stable condition. The anemia was reported to be serious adverse event with a possible relationship to the indigo system and index procedure.

Event description:
On (B)(6) 2021, the patient underwent a thrombectomy procedure in the right popliteal vein, common femoral vein, and external and common iliac veins using a penumbra engine (engine), an indigo system cat12 aspiration catheter (cat12) with lightning aspiration tubing (lightning), an indigo system separator 12 (sep12), non-penumbra catheters, and a non-penumbra stent with an excessive blood loss (ebl) of 500 ml. Post procedure, on (B)(6) 2021, the physician performed another thrombectomy procedure on the patient for re-thrombosis which resulted with ebl of 550 ml. On (B)(6) 2021, patient received two units packed red blood cells. It was reported that the patient¿s hgb decreased to 6.6 g/dl. On (B)(6) 2021, patient was discharged home in stable condition. The anemia was reported to be serious adverse event with a possible relationship to the indigo system and index procedure. On (B)(6) 2022, the clinical events committee (cec) chair adjudicated the anemia to be an adverse event with a possible relationship to the indigo system and unrelated relationship to the index procedure.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the clinical events committee (cec) on 25-sep-2024.